Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/3/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qgmhdr, and no non-conformances related to the reported complaint condition were identified. H6 component code: g07002 device not returned. Additional information: b3, d4, h4, h6. Additional information was requested and the following was obtained: could you please confirm if the three needles physically broke or did they pull off from suture during procedure? The needles were bending when being pushed through skin. It did not take a lot of pressure to bend and warp the needles. Are there pictures available for review? No. Could you please provide lot number? I provided the lot number with the individual that I first spoke with over the phone. I have disposed of the broken items since then. Could you please provide procedure date? (B)(6) 2021. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the three needles physically broke or did they pull off from suture during procedure? Are there pictures available for review? Could you please provide lot number? Could you please provide procedure date? Related reports - 2210968-2021-01307, 2210968-2021-01308.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke easily. Additional information was requested.